Manufacturer narrative:
The date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an unrelated surgery (exact date unknown) and did not place the ipg into surgery mode prior to the surgery. After the surgery, the ipg would no longer communicate with external devices, and the patient no longer has stimulation. Troubleshooting has been unsuccessful in resolving the issue. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The reported observation of ¿ipg not responding to external devices after other surgery¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg on (B)(6) 2020, which resolved the issue.